Event description:
The customer reported via phone call indicating that they had lost sensor alarm on the insulin pump. Customer's blood glucose was 140 mg/dl. Ater troubleshooting was done, customer noticed that the sensor is bent when removing them. The customer was advised to call helpline if she has any other issues to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.